Event description:
Patient reported "capsular contracture, baker grade iii" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, white particles in the shell, cloudy in the gel, wear abrasion and crease fold. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted.